Event description:
At the end of a transfemoral tavr case after the percloses were deployed, an angiogram was performed to assess the access site (rcfa). A dissection was noted in the rcfa. Initially it did not appear to be flow limiting. Upon further assessment the heart team decided there was some limitation to the flow to the sfa and profunda. The team decided it was in the best interest of the patient to perform a cutdown and repair the artery. The likely cause, according to the heart team, was the initial perclose deployment. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".